Manufacturer narrative:
Date of event: the event date is unknown. Name and address: initial reporter information is not available. The event was provided vis a survey from (B)(6). Device identifier was not provided. Based on the information provided, it cannot be determined that the alleged wound does not look healthy is related to the kerrafoam¿ simple border dressing. The survey did not contain any contact details; therefore, kci/crawford has been unable to contact the customer for additional clinical information. It is unknown if and what medical or surgical intervention was required.

Event description:
On (B)(6) 2020, the following information was reported to kci/crawford following a customer service evaluation survey of the kerrafoam¿ simple border dressing: there was one case that alleged the wound did "not look healthy". No additional information available. The kerrafoam¿ simple border dressing lot number is not available and the product was not returned; therefore, a device history review and a device evaluation could not be performed.